Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that during a procedure, the surgeon seemed to have problems with the probe. Allegedly, the surgeon inserted the probe into the joint and the tip of the probe broke.